Event description:
A vaxcel PICC line was placed for therapeutic purposes on an unknown date. Approximately on hour to two weeks later, leaking occurred where the catheter meets the suture wing. The PICC line was replaced in '05. Upon receipt of the returned product to the manufacturer, it was also noted that the peelable sheath did not peel correctly. Additonal information was unavailable from the hospital or sales representative.